Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's investigation unit reported the display of the blood glucose monitor was defective. No adverse event was reported. The blood glucose monitor returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Conclusion code 12 was sent in error. The display defect is the result of a manufacturing deficiency.